Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio pro meter displayed an error 2 message. The complaint was classified based on customer care advocate (cca) documentation and information obtained in a follow up call to the patient. The patient reported that the meter issue occurred 15 days prior to contacting lifescan, at 04:00pm. The patient manages his diabetes with oral medication, diet and exercise and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient reported that ¿one and a half hours¿ after the issue occurred, he developed symptoms of ¿sleepy, hungry and angry¿ and in the ¿afternoon¿ obtained a result of ¿400mg/dl¿, but did not specify on what device. The patient denied receiving any treatment. During troubleshooting the cca noted that it was not the first time the product had been used and there was no apparent misuse of the device. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.